Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness under the back therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient's nurse provided the patient with anti-itch lotion that helped the patient's skin irritation improve.